Manufacturer narrative:
Investigation is not completed. Event device code is addressed in package insert. Medwatch 3500a has not been received from the user facility. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred in another country. See scanned pages.

Event description:
In the november issue of the journal of hand surgery, dr. George athwal, dr. Jordan chenkin, dr graham j. King, dr. David r. Pichora published a paper titled "early failures with a spheric interposition arthroplasty of the thumb basal joint", where six women and 1 man had orthosphere arthroplasty between 2000 and 2001. Allegedly six of seven implants subsided resulting in pain, weakness, and stiffness. There was one dislocation. Five patients have had revision surgery. One of the two remaining patients is contemplating revision and the other is experiencing mild residual pain.